Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to have their inflatable penile prosthesis (ipp) replaced for unspecified reasons. Upon explant, it was noted that there was no fluid in the cylinders or the reservoir. The fluid loss is suspected to be due to a hole or connection issue, but could not be confirmed. There were no patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure to have their inflatable penile prosthesis (ipp) replaced for unspecified reasons. Upon explant, it was noted that there was no fluid in the cylinders or the reservoir. The fluid loss is suspected to be due to a hole or connection issue, but could not be confirmed. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device components underwent a thorough analysis. The reservoir was visually and microscopically inspected and tested for leaks. The tubing was noted to be worn to the filament, but this is not likely to have impacted device function. A leak was identified in the reservoir adapter that appeared consistent with explant damage. Due to this leak, the reservoir could not undergo further testing. The ms (momentary squeeze) pump was visually and microscopically inspected and underwent leak testing. The pump was found to be contaminated so functional testing was not performed. Both cylinders were visually and microscopically inspected, and leak tested. Both cylinders had wear at folds in the bodies and had multiple small leaks at fold corners. A hole was confirmed at the corner of a fold of one cylinder. Pressure testing of the cylinders was not conducted due the leaks. Analysis confirmed that the identified leaks and hole in the cylinder body likely caused the reported clinical observation of fluid loss noted at explant.